Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed the rewind, a21 error test and displacement test. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was 149 mg/dl. The customer stated that the buttons were responding however there was a delay on the insulin pump. The customer was advised to observe time clock for one minute to verify if time advances and found that the time was advancing after 1 minute. The troubleshooting was performed for keypad anomaly. The customer was offered with troubleshooting for low battery but patient declined. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.